Event description:
Boston scientific received information that at a elective device changeout for an upgrade from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), it was noted that this right atrial lead and right ventricular lead were dislodged due to twiddler's syndrome. Additionally, high thresholds were noted on the right atrial lead. During the upgrade, the physician elected to fully explant the system and implant a new three chamber device with three new leads. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Initial visual analysis noted that the lead and conductor coils were twisted at 110 to 300 millimeters from the terminal pin. Lead to can abrasion and separation was also noted on the lead. No electrical testing was performed, however the allegation of dislodgement due to twiddlers syndrome was confirmed through visual inspection due to the twisting of the lead. No issues were noted in regards to the lead itself that could contribute to the dislodgment.